Event description:
Reporter indicated the patient's vns generator is unable to be interrogated and is believed to be at end of service. As the generator has been implanted for over 14 years, end of service is likely. The patient has had no known trauma, but the patient is new to the practice. No x-rays or other interventions are planned currently other than to observe the patient. The patient is currently seizure-free with medications. Surgery to replace the vns is unlikely.

Event description:
Manufacturer review of a patient's vns programming history noted high lead impedance was obtained on (B)(6) 2002 with normal mode diagnostics testing. No further programming history is available after that date, so it is unknown if the high lead impedance resolved or is continuing. Per the treating nurse practitioner, the vns was disabled in the past by an unknown physician due to lack of efficacy. The disabled date has not been confirmed. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.